Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was unresponsive post-operatively from stage 1 lead placement. Both leads were implanted with normal procedures, but the patient was gradually lethargic and became unresponsive. The doctor ordered a CT scan and discovered a small bleed in the thalamus and subthalamic area on the left. The patient was hospitalized and admitted to the intensive care unit (ICU) and slowly recovering from what sounded like mild right hemiparesis. The patient was tentatively scheduled for the second part of the procedure on (B)(6) 2014. The last report stated that the symptoms were resolving and the patient was recovering well. The patient had gradually improved in alertness and had function of her right extremities, but they were a little clumsy relative to the left. The neurologist and neurosurgeon expected a full recovery from the incident. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was slowly recovering and was undergoing rehab. The patient¿s mobility and upper extremity use was pretty much restored close to baseline per the neurologist. The patient¿s speech was still soft and impaired, but improved.